Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It was reported during a procedure to remove an epoca ti 10 mm stem that had been implanted in (B)(6) 2010, the hex screw on the articulated eccenter extractor broke at the head/shaft junction. Surgeon was able to complete with no adverse effect to the pt. The epoca press fit was revised to a tournier reverse and taken out due to an irreparable subscap rupture.